Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s home monitoring system. Normal impedance was observed when the representative test the rv coil to can, and got oor when programmed to right atrial (ra) to rv configuration. Boston scientific technical services (ts) recommended commanded shocks and to assess lead conductor via x-ray. There was no further additional information available from the field at this time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.